Event description:
During a rotational atherectomy treatment procedure, the rotablator guidewire fractured. The area being treated was a calcified lesion in a strongly angulated circumflex coronary artery. After successful ablation, the burr was retrieved and the physician attempted to insert a balloon over the guidewire. When this was unsuccessful, the physician inserted a second guidewire. On retrieval, it was noted that the first wire had fractured. The fractured portion was successfully retrieved. No pt injuries or complications were reported. Pt status is listed as 'ok'.